Event description:
Information received by medtronic indicated that the customer reported issue with the insulin pump and the pump was sent to hospital. Troubleshooting was performed and no further details has been provided. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged no current code on (B)(6) 2023. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the self test due to pump error 63 occurring during testing. Unit was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Low battery alert ((B)(6) 2023 11:14) replace battery ((B)(6) 2023 20:45) power loss alarm ((B)(6) 2023 21:05) found in the history files and traces and were expected. Pump error 63 variable (03) occurred on (B)(6) 2023 11:41 in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcb 1 and force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), broken belt clip rails, cracked belt clip rails, stained serial label, overlay scratched, keypad overlay texture damage, cracked retainer. P-cap was attached and locked into place properly, however, it was noted as damaged due to cracked retainer. Pump error 63 is confirmed due to occurring during testing and cracked soldered joint at u1 pin (04 ). No current code is not confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.